Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and was eventually hospitalized on (B)(6) 2025 due to a bent cannula, which led to hyperglycemia. The event occurred three hours after insertion at the abdominal site. The patient was transferred to the intensive care unit (ICU) as the blood glucose level was approximately 600 mg/dl, and ketones positive at the time of the event. Treatment included intravenous (IV) saline fluids and insulin. The patient was discharged from the hospital on (B)(6) 2025. No further information available.